Manufacturer narrative:
The complaint of difficulty to remove/open on the 42800-37 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13490298 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a transpac¿ it trifurcated monitoring kit, 84" safeset reservoir, 2 needleless valves, 3ml flush devices, macro drip pole mount. The reporter stated when using device they were unable to remove the monitoring cord and it breaks off when they push the small clip down. There was unknown patient involvement and no report of patient harm.

Manufacturer narrative:
The device is available for evaluation, however has not been received.